Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: steenberge, s.p., lyden, s.p., turney, e.j., kelso, r.l., srivastava, s.d., eagleton, m.j., and clair, d.g. Outcomes after partial endograft explantation. Annuals of vascular surgery. 2015; 1-7.

Event description:
Boston scientific (formerly guidant) received information from this journal article of a study conducted to evaluate the aneurysm-related complications and device issues in patients who underwent partial endograft explantation during late conversion of endovascular aneurysm repair (evar) to open repair. Between 1999 and 2012, 22 patients had late conversion after evar with portions of the device left in situ. The article reported that endograft involved in this study were from five different manufacturers, including boston scientific. The article reported a specific case study of a patient (patient 22) with an ancure endograft who experienced an endograft occlusion. This patient had prior left to right fem-fem repair. The distal iliac limbes were occluded and well incorporated so they were left in place. Aortobi-femoral repair was performed. The surgical approach was transabdominal. The distal portion of the endograft remained in the patient. No additional adverse patient effects or complications were reported with this patient in the article. The model and serial information of the endograft was not provided in the article. Attempts to obtain additional information were not successful.